Event description:
On (B)(6) 2012, pt's daughter-in-law reported pt experienced a low blood glucose reading in the 30's mg/dl. Pt reported she was unresponsive to her husband last summer on a saturday. They are unsure of the exact dates of this incident. Pt started her husband took her to the emergency room where her blood glucose reading was 34 mg/dl. Pt's target blood glucose reading is 150 mg/dl. Pt reported they gave her something similar to glucagon. Pt stated her basal rates were correct; however the doctor reviewed them after this incident and made changes to lower the basal rates. Troubleshooting did not find any product issues. Pt reported she was treated in the emergency room and released the same day. Pt attributed her basal rates to being too high as the cause for the low blood glucose level. No product return was requested.